Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Device code a150207 captures the reportable event of device difficult to remove. Patient codes e2015 and e2330 captures the reportable event of patient tear and pain or discomfort requiring prolonged hospitalization. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally, which confirm the reported event of balloon burst. The catheter of the device had several bents and pinch. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the insertion/procedure inside of the anatomy that could induce the bent found in the catheter and the pinchs could be result of the same interaction. It is probable that the bent found in the catheter could affect the balloon inflation and the costumer felt the balloon could have been over inflated, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the mid-esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated to 15 mm for 10 seconds and then to 16.5 mm for 10 seconds; however, the balloon ruptured when inflated to 18 mm which caused a tear and pain or discomfort to the patient's esophagus. The balloon was then unresponsive and thus would not deflate. Reportedly, the device was successfully pulled out from the patient but with difficulty. The procedure was cancelled due to this event and the patient was admitted to the ICU for observation. The patient was given a barium swallow test and it was negative for a perforation. Reportedly, the patient had fully recovered and was discharged from the hospital.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the mid-esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated to 15 mm for 10 seconds and then to 16.5 mm for 10 seconds; however, the balloon ruptured when inflated to 18 mm which caused a tear and pain or discomfort to the patient's esophagus. The balloon was then unresponsive and thus would not deflate. Reportedly, the device was successfully pulled out from the patient but with difficulty. The procedure was cancelled due to this event and the patient was admitted to the ICU for observation. The patient was given a barium swallow test and it was negative for a perforation. Reportedly, the patient had fully recovered and was discharged from the hospital.